Event description:
It was reported that while running the bd facslyric¿ carryover occurs. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: at the manual port in the water tube, red residues (blood) can be seen in the tube over the course of the day or the next day at the latest.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, serial # (B)(6). Problem statement: customer reported a complaint of high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 26oct2020 to date 26oct2021. Complaint trend: there is only one complaint related to the issue of high carry over. Date range from 26oct2020 to date 26oct2021. Manufacturing device history record (DHR) review: DHR part #654587 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a dirty or clogged v8 tubing. The v8 valve tubing handles the aspiration of the excess sample from the sit flush operation to prevent leakages, and clogs within this tubing can lead to leakages and carryover issues. The customer had initially reported that they observed residual blood between samples and an fse (field service engineer) was sent onsite to resolve the issue. The fse confirmed the issue within the v8 pinch valve tubing and replaced the tube (pn 343666). No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the fse conducted tests with rainbow beads which passed, truecount beads abort rate verification tests which passed, and confirmed that the instrument was functioning as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2017 defective part number: 343666 - tubing silicone .030in ID x.082in work order notes: subject / reported: 654587 - facslyric 3l8c instrument - red residue in the water tube problem description: at the manual port in the water tube, red residues (blood) can be seen in the tube over the course of the day or the next day at the latest. Work performed: expansion of sample tube inj. Assy. Checking the flushing lines, checking the silicone tube through the v8 flushing valve. Tube blocked, tubing silicone (343666) replaced. Test run ok, test run with rainbow beads, pqc passed, truecount beads abort rate verification test, the device works perfectly and was handed over to the customer ready for operation. Cause: silicone hose (343666) blocked by v8. Solution: expansion of sample tube inj. Assy. Checking the flushing lines, checking the silicone tube through the v8 flushing valve. Tube blocked, tubing silicone replaced. Test run ok, test run with rainbow beads, pqc passed, truecount beads abort rate verification test, the device works perfectly and was handed over to the customer ready for operation. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89169 ID: libivd-ra-61 2.1.6 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause was due to a blockage in the v8 valve tubing. Conclusion: based on the investigation results the root cause was due to a blockage in the v8 valve tubing. The fse identified the issue with the v8 valve tubing and replaced the part. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while running the bd facslyric¿ carryover occurs. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: at the manual port in the water tube, red residues (blood) can be seen in the tube over the course of the day or the next day at the latest.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.